Event description:
Additional information received. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, the defect was noticed before use. Material: 305211. Batch#: unknown. It was reported by the customer that contaminated needle (photos attached) from an apellis needle kit. He did not use this needle. It is believed that he saved the needle for review and inspection. Verbatim: rcc received a complaint via email. We were notified of a contaminated needle and a complaint was opened (5/23/2024) to document the event and further investigate the reported issue. Currently, we are working with the hcp to return the product to picocyl for a further investigation. See event description below: event description: a physician reported a contaminated needle from an apellis needle kit. He did not use this needle. It is believed that he saved the needle for review and inspection. Product number - 305211.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle was contaminated. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then with 30x magnification. The surface of the needle has white epoxy approximately 1/8" long. The top side of the epoxy has a layer of dust. No other defects or imperfections were observed. The photos show a needle assembly out of the packaging blister. The needle tip has a dark colored foreign matter. No other defects or imperfections were observed. This defect could occur during the assembly process if there was a jam at the cannulator. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material: 305211, batch#: unknown. It was reported by the customer that contaminated needle from an apellis needle kit. He did not use this needle. It is believed that he saved the needle for review and inspection. Verbatim: rcc received a complaint via email. We were notified of a contaminated needle and a complaint was opened (5/23/2024) to document the event and further investigate the reported issue. Currently, we are working with the hcp to return the product to picocyl for a further investigation. See event description below: event description: a physician reported a contaminated needle from an apellis needle kit. He did not use this needle. It is believed that he saved the needle for review and inspection. Product number - 305211.

Manufacturer narrative:
(B)(6) follow up. It was reported the needle was contaminated. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly out of the packaging blister. The needle tip has a dark colored foreign matter. No other defects or imperfections were observed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 305211. Batch#: unknown. It was reported by the customer that contaminated needle (photos attached) from an apellis needle kit. He did not use this needle. It is believed that he saved the needle for review and inspection. Verbatim: rcc received a complaint via email. Email(s) attached. We were notified of a contaminated needle and a complaint was opened (5/23/2024) to document the event and further investigate the reported issue. Currently, we are working with the hcp to return the product to picocyl for a further investigation. See event description below: event description: a physician reported a contaminated needle (photos attached) from an apellis needle kit. He did not use this needle. It is believed that he saved the needle for review and inspection. Product number - 305211.